Event description:
Per details reported on (B)(4) from fs log # 99652. "Coag 35 setting is not accurate. Physician wants coag settings verified. They state that coag 35 setting is not working." 1216677-2022-00340 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples . Analysis and findings: (B)(4). Was the complaint confirmed? No. Distribution history: this complaint unit was manufactured at csi on 07/08/2016 under wo#'s (B)(4) and shipped on 07/19/2016. Manufacturing record review: DHR's va0616 & 187548 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was fitted with a new board in 2017 due to a faulty board. In 2019 it was serviced under an unrelated recall. In 2021, it was again serviced for an unconfirmed complaint. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions in regard to coag issues. As this complaint was not confirmed, the similar complaints noted are not considered relevant. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: the device was evaluated, updated, tested to specifications and returned to the customer. Note: the update on the board was on r9 & r14 which brings the main board up to the latest revision. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Per details reported on (B)(4) from fs log # 99652. "Coag 35 setting is not accurate. Physician wants coag settings verified. They state that coag 35 setting is not working." Leep precision generator lp-20-120 (B)(4).